Event description:
As reported, the plug/button of the 5f exoseal vascular closure device (vcd) could not be pressed down. Hemostasis was achieved through manual compression. There was no reported injury to the patient. The product was stored, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability including insertion angle. The vessel diameter was =5 mm with no visible calcium, plaque, or nearby stent, and no stenosis over 50% at or near the puncture site. No resistance or friction was experienced during insertion of the exoseal vascular closure device (vcd). No excess force was applied. The vascular sheath introducer was properly retracted and locked with the handle assembly, with audible feedback. Pulsatile flow was observed from the bleed-back indicator. The indicator window turned solid black during withdrawal. The vcd was securely locked with the vascular sheath introducer. However, the deployment button could not be depressed despite the window showing solid black. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug/button of the 5f exoseal vascular closure device (vcd) could not be pressed down. Hemostasis was achieved through manual compression. There was no reported injury to the patient. The product was stored, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability including insertion angle. The vessel diameter was =5 mm with no visible calcium, plaque, or nearby stent, and no stenosis over 50% at or near the puncture site. No resistance or friction was experienced during insertion of the exoseal vascular closure device (vcd). No excess force was applied. The vascular sheath introducer was properly retracted and locked with the handle assembly, with audible feedback. Pulsatile flow was observed from the bleed-back indicator. The indicator window turned solid black during withdrawal. The vcd was securely locked with the vascular sheath introducer. However, the deployment button could not be depressed despite the window showing solid black. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A non-cordis catheter sheath introducer with no identified french size was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, "during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device." Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug/button of the 5f exoseal vascular closure device (vcd) could not be pressed down. Hemostasis was achieved through manual compression. There was no reported injury to the patient. The product was stored, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability including insertion angle. The vessel diameter was =5 mm with no visible calcium, plaque, or nearby stent, and no stenosis over 50% at or near the puncture site. No resistance or friction was experienced during insertion of the exoseal vascular closure device (vcd). No excess force was applied. The vascular sheath introducer was properly retracted and locked with the handle assembly, with audible feedback. Pulsatile flow was observed from the bleed-back indicator. The indicator window turned solid black during withdrawal. The vcd was securely locked with the vascular sheath introducer. However, the deployment button could not be depressed despite the window showing solid black. The device will be returned for evaluation.